Event description:
It was reported that the balloon ruptured. A 3.00 mm x 20.00 mm agent drug-coated balloon (dcb) was selected for use. During the procedure, the balloon ruptured; however, the device was successfully removed using the standard removal technique without complications. There was no damage on the device. The procedure was successfully completed with another agent device. There was no patient complication, and the patient was in good condition after the procedure.